Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and recommended replacements of the unit's encoder, battery well, main board, and cpu cable. Customer declined the unit repair.